Event description:
This valve was explanted after approximately nine months implant duration due to the valve being sized incorrectly by the implanting surgeon for the size of the patient. Dr feels too small of a valve was put in originally.